Event description:
It was reported that during a da vinci-assisted cholecystectomy procedure, the medium-large clip applier instrument was not firing clips properly and dropped two clips into the patient. The instrument's jaws would open but would not close enough for the clip(s) to stay in place. The customer removed the clips that fell off during the same procedure and continued the procedure with another clip applier instrument that was working appropriately. The procedure was completed robotically.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the medium-large clip applier instrument to perform failure analysis. The medium-large clip applier instrument was found with one grip bent. The damage was found near the top of the clip groove, causing an offset at the tips. As a result, a clip could not be properly loaded into the clip groove of the grip-tips.